Event description:
Patient's legal counsel reported that patient underwent total hip arthroplasty on (B)(6) 2007. Legal counsel for patient further reports patient allegations of pain and loss of range of motion. There has been no reported revision procedure. No further information has been provided to date. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 14 states, ¿intraoperative or postoperative bone fracture and/or postoperative pain.¿ number 6 states, "inadequate range of motion due to improper selection or positioning of components." The following sections could not be completed with the limited information provided. Date of event - unknown. Date explanted - unknown. Event is being reported to FDA on one medwatch as the limited information available indicates that a revision procedure is (or may be) needed. Should additional information be received regarding a revision procedure, the complaint will be reassessed and further medwatch reports will be submitted, if necessary. This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified.